Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in two (2) exactamix vented, high-volume inlets. The pm was further described as, ¿white residue on the inside rim of the valve portion in inlet¿. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h6, and h11. B5: update the quantity to be "unspecified". H11: the actual device was not available; however, three (03) photographs of the sample and one retained sample were provided for evaluation. Visual inspection of the photograph observed moisture and condensation in the valve. However, visual inspection of one (01) retained sample did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified on the photos only. The cause of the condition could not be determined. However, it was noted as likely due to atmospheric temperature or relative humidity differences between the manufacturing environment, or product storage area environment, and the actual area environment of product to be used. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.